Manufacturer narrative:
The customer confirmed "catheter restriction" alarms with test balloon. The company rep observed pressure regulator performance was low. The company rep was unable to increase the pressure to >320mmhg. The suspected defective scroll compressor (p/n 0119-00-0179) was replaced. The company rep performed functional tests and verified unit calibrated to factory specifications. Safety inspection performed for 24hrs with test balloon and trainer and returned the unit to customer. The production device history record (DHR) for the iabp involved in the event was reviewed. There are no non-conformances related to the reported event. (B)(4).

Event description:
The customer reported that the cardiosave displayed catheter restriction alarm on (B)(6) 2014. The doctor confirmed balloon was kinked. Balloon was removed and thrown away. New balloon was inserted and therapy was continued. Catheter restriction alarm received again on (B)(6) 2014 but pt was doing well and the balloon was removed as normal care for pt. No pt harm or injury reported.